Event description:
It was reported that a physician had difficulty retrieving a filter. Using a snare, the physician was able to advance and capture the filter. However, during retraction, the physician encountered some resistance. As a result, the filter "deployed" in the area of the svc, with the snare tangled in the filter. The physician attempted unsuccessfully to release the snare. The pt was transferred to another facility for filter retrieval. A cavagram was performed at the second facility. Reportedly, some of the filter limbs were out of place and bent at a 90 degree angle, while two other limbs had perforated the svc. The pt was not actively bleeding, but there was a hematoma in the thoracic area. The second physician gained access through the brachial vein and worked to de-tangle the snare and to reposition the filter. This physician was able to retrieve the filter successfully through the arm. The pt was reported to be doing well.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The event investigation is currently underway.